Event description:
It was reported that multiple errors showed while burring femur in speed control mode. Anspach was unplugged on navio cart, cleared error and returned burring. Error showed about 4 times during femoral burring. No patient impact. Delay of less than 30 minutes was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A visual inspection could not be performed without destructive testing - this is an off-the-shelf part and it was returned to the OEM for evaluation. Functional evaluation was performed. The drill was connected to the testing system and a drill test was run several times with no issues and the drill was spinning at 80,000 rpm consistently. Then, the drill was tested in a case several times and also worked without issues and the drill spun at 80,000 rpm consistently. No problem was found with the device. Since it was reported that the error was still present after unplugging and plugging the drill back in, the drill was still used throughout the rest of the case, this was an occurrence of the unrepeatable e2 error, which has been random in nature and unable to reproduce in-house. We have yet to ascertain the root cause of this bug but it is believed to be a fault mode in the anspach console and not with the navio system. Corrective action has been requested for this issue.